Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was loose and the usb cable was not stable. Customer's blood glucose was 144-160 mg/dl. Reportedly, customer changed the usb cable to resolve the issue.